Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in the or for a generator change out due to normal eri. Externalized conductors were noted on a riata lead. No electrical anomalies were observed. The lead was explanted and replaced. No images under the fluoroscopy showing externalization were available.

Manufacturer narrative:
External insulation abrasion was noted at 23.1-24.0cm from the connector pin, consistent with lead friction to the ICD can. One rv cable was abraded and the inner coil lumen was breached at this location.